Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the flange and starter hole were off center. Device was not used on a patient. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: lot 8d01544 was manufactured on 04/19/2018, form fill and seal #1 manufacturing line. With a total of (B)(4) market units. A batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1236693 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is one photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based in the investigation findings, the root cause identified for the issue ¿centricity issues¿, reported under failure mode ¿ost-pmc1.8 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur¿ is attributed to: machine: the investigative process concluded that all the machinery/ tooling items used in the manufacturing process complied when compared against and pi31-087 ver. 10.0 specifications; as however, as part of this investigation it was identified that some size did not fit correctly in the disc assembly station produce the concentricity issues in the accordion line, nevertheless the pi1-087 procedure was recently updated to version:9.0 to modify the (6qnf0049 and 6qnf0050) tooling and a new 6qnf0004 tooling was added to avoid problems of concentricity on the disks, due to these tooling shared disk size and at the time of assembly some size did not fit correctly in the welding process and caused concentricity issues during the manufacturing process. After this updated was performed the manufacturing line demonstrated to behave steadily after the correction. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.